Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 39 mm thoracic aortic aneurysm. It was reported that aneurysmal growth was observed at the distal portion of the 36 valiant stent graft, resulting in a type ib endoleak. The physician believes the cause of the endoleak was due to disease progression/aortic remodeling. A secondary intervention was performed. The physician selected a 40x40x150 valiant stent graft and experienced some difficulty when trying to advance through the patient. The physician pushed the device up and proceeded to advance the graft proximal and deployed to the intended landing zone. Once deployed, the delivery system was removed and it was observed that part of the external iliac intimal layer came out with the delivery system. An angiogram confirmed that the external iliac artery was perforated at the right internal iliac origin distal for about 4 mm. The physician implanted a 7x38mm icast covered stent, resolving the event. Per the physician, the cause of the iliac perforation was due to the third perclose device that was utilized during the procedure as well as the iliac artery being too small (7 mm in diameter). It was also noted that the physician believes there would not be an issue as the previous implant was the same french size. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the pre-implant sizing information, films during index procedure, films from the reported distal type I endoleak, films from implant of the 40x40x150 valiant stnet graft, and additional films during the secondary intervention were not provided. The exact cause of distal type I endoleak from the 36 valiant stent graft, positioning difficulty when implanting the 40x40x150 valiant stent graft, and possible perforation of the right external iliac artery could not be conclusively determined from the single image provided. It is possible that the perclose device that was used during the secondary intervention as well as the small iliac artery may have contributed to the possible perforation in the right external iliac artery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product problem was selected in error.

Manufacturer narrative:
Corrected information: sex, date of birth., no eval explain code. If information is provided in the future, a supplemental report will be issued.